Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge and not properly cycling the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.